Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., a.4., a.6., b.3., b.5., d6a., e.1., e.2., e.3.

Event description:
Healthcare professional reported deflation and capsular contracture baker grade ii. This relates to the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Company representative reported "deflation" against left device. The status of the device is unknown.